Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test and displacement test or verify unresponsive button due to blank display. Moisture damage keypad traces during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump turned off without an alarm and had a keypad anomaly. Customer¿s blood glucose was unknown at the time of incident. Troubleshooting was performed and unable to turn on the insulin pump. Customer also reported that the insulin pump had an unexpected restart alarm and the act button does not work. Insulin pump is being replaced and is expected to return for analysis.